Event description:
During a laparoscopic sigmoid resection procedure, the device functioned as intended. One week postoperatively the pt developed a leak at the staple line. An additional procedure was required to repair the damage. The pt condition is recovering well with no additional consequences.